Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fibers not being recognized cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: before use, inspect the fiber package for visible damage. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that in preparation for a photoselective vaporization of the prostate procedure, the patient had been given general anesthesia. During the procedure, the console was not reading the fibers properly. A message appeared stating excessive use - please clean fiber tip, and then the machine would go into standby. The surgeon cleaned the tip of the fiber but the message would reoccur. The staff changed the fiber two times but the same error kept occurring. The procedure was then cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.